Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received for evaluation. There was no evidence of the reported issue in the event history log. Three separate delivery accuracy tests were performed and the reported issue was unable to be duplicated. All of the test results were within the published +/-6% delivery accuracy specification. There was no problem found with the returned pump.

Event description:
Information received a smiths medical cadd legacy pump failed accuracy -11.25 percent. . Event occurred during testing and date unknown. No patient involvement.